Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported almost 2 months after the dental implant was placed in ada site 30 in the mouth, it had not achieved osseo- integration. Clinician reports an infection, pain and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information has been requested from the complainant. A follow up report will be submitted if the information becomes available exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported almost 2 months after the dental implant was placed in ada site 30 in the mouth, it had not achieved osseo- integration. Clinician reports an infection, pain and poor bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).